Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was heating beyond normal. Unplugging the remote monitor was recommended. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis model#: 24950llq, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error code 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.